Event description:
Additional information received confirmed that while simulation was turned on, patient had increased pain of how she described as "back pain and her bladder muscles are being pulled from her vagina like it is in a fist/vice/being squeezed." The pain was at the implant site and leads. Patient had the spinal cord stimulator turned off but still had pain. When the device was turned back on, the pain was worse. Patient had a "slight fall" on (B)(6) 2012. Patient went to the emergency room on the date of this report because the pain was severe. Patient was prescribed with hydrocodone and valium, but patient noticed no difference in her symptoms. It was also reported that the computer tomography was performed and stimulator was checked out to be normal. The implantable stimulator and the lead were explanted. Patient had no injury and no hospitalization due to the event.

Event description:
It was reported that on (B)(6), the patient took librax medication and had experienced the inability to empty her bladder. The patient felt that their implantable neurostimulator (ins) did not seem to be stimulating. Even with the drug out of her system, the patient had to turn stimulation up to the point that it hurt in order to urinate in a "trickle." Prior to the use of the medication, the patient used her device at 1.1v and it seemed to be overstimulating. Post medication, the patient was on program 3 at 2.2v and it hurt. The patient was programmed on program 3 at 1.1v where she could not feel stimulation, there was no pain, but it takes longer for her to pee. All other programs gave the patient pain in their butt or on their right side. It was noted that when the patient would turn stimulation up (even to 1.2 v), it "hurts more" and the patient would have pain at their pocket site. Additional information indicated that the patient also had pressure in her upper vagina and the pulse rate felt too strong. When the patient turned stimulation off, the pain went away. It was noted that the patient had impedance tests and x-rays performed for the pain from the pulse rate and the pain at the pocket site. The results for pulse rate were not provided but the pocket site results came back normal. The patient declined to turn stimulation off because she did not want to self-catheterize due to a past attempt resulted in a visit to an emergency room. It was noted that there was no known accident or incident related to the event. Numerous start times of the pain were provided, but it was unclear which pain pertained to each start time. It was noted that the patient had pain at pocket site since implantation, the pain has been on and off for six months, and that pain began on (B)(6) 2012. It was also reported that the patient had received therapy and had stimulation on their pelvic floor. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v807714, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).